Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the pump's back box showed one power interruption for 33 hours from 04/06/2015 at 08:01am to 04/07/2015 at 5:06pm. The battery voltage was above the replace battery alarm right before the pump reboot event. The pump gave the appropriate warning prior the pump reboot event. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. No power interruption occurred during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.